Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that intermittent image was seen due to a cracked plug unit/video connector. It was also noted that the serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had no picture. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the breakage of the connectors was confirmed. Therefore, it was likely that the image function did not work normally due to the cracking of the jacket, and the phenomenon of ¿no image appeared¿ occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.